Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 233mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Compromised force sensor alarm during prime test at 4 lbs due to moisture damage force sensor resistor. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.